Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log revealed no failure, malfunction or increased intra peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction identified that could have caused or contributed to the patient passing away. The device passed both electrical and functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A review of the device history record was performed which did not reveal any issues that could be related to the reported event. The device was last serviced more than one year ago, therefore there is no service event that could be related to the reported event.

Manufacturer narrative:
(B)(4). A device history review and event history log review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for an unreported reason. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.